Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the physician placed a vantage on (B)(6) 2025 in the a1-a2 of the patient's right side to cover a previously clipped acom that had recurred. The patient returned on (B)(6) 2025 with a right side stroke in the a2 segment. Angio confirmed the distal portion of the device had shut down. The physician was able to successfully open the a2 segment with aspiration and an atlas stent. The physician confirmed that the patient did miss their dose of dapt following discharge from the hospital. The patient was undergoing surgery for treatment of a saccular, unruptured acom aneurysm with a max diameter of 1mm and a 1mm neck diameter. Landing zone: distal: 2.5mm and proximal: 2.2mm. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. The angiographic result post procedure showed that the physician was able to successfully open the a2 segment with an atlas stent. The pipeline was used for an indication that is not approved (off-label). It was used in the a1-a2 segment on the patient's left sid e. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). There were patient symptoms or complications associated with this event. It was noted that the patient received a pipeline vantage on (B)(6) 2025 from right a1-a2 to cover a previously clipped acom that had recurrence. The patient returned to the hospital on (B)(6) 2025 with a stroke in the right a2. Ancillary devices include a bmx81 sheath, sofia 5f guide catheter, phenom 21 microcatheter, and aristotle 18 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the patient had a stroke on her right a2, the physician is still not sure how she will recover. They are hoping for minimal deficits to her motors or speech.the physicians both worked to open the stent with a zoom 35 aspiration catheter. This was the only catheter small enough to fit into the vessel. After getting a small recan of the a2 with the zoom 35, they put an atlas stent in to hopefully keep the vessel open. The physician believes the cause of the pipeline shutting down was due to the patient stopping her dapt immediately following discharge from the hospital.